Event description:
Customer reported an over infusion of insulin. Nurse hung 100 ml bag of 1:1 concentration insulin to run at approx 5 unit/h=5 ml/h. After about an hour she checked back on the pt (around noon) and found the bag empty with no alarms. Blood sugar was checked and dropped from 300 before the event, to 80 then to 60. Blood sugar levels were tested every half hour. At least 1 amp of d50w was given. Pt remained asymptomatic. Glucose level improved, but specific value not available. Pump settings were verified by another nurse to be correct after the event and tubing was reported to be loaded correctly. On further exam of the pump, they noted a small crack on the hinge which worsened as they handled it. Although requested, no further pt/event info was provided.

Manufacturer narrative:
(B) (4). (B) (4). Pt info requested and all available info is included. Multiple requests were made to the customer to send in device for evaluation or send photos of damaged area. Customer has declined to send device and has not responded to requests for photos. A follow up report will be submitted if further info is obtained.